Event description:
A customer called beckman coulter inc. (Bec) regarding a leak coming from the retic stain chamber of the coulter lh 780 hematology analyzer. No injuries occurred, no exposure was reported and medical attention was not sought.

Manufacturer narrative:
The customer noted the leaking fluid during start up, inspected the unit and found the tubing from the drain port of the retic stain chamber detached. The customer attempted to reattach the tubing but was unable to fix it. A field service engineer (fse) went on-site (B)(6) 2011 and noted the leak at the retic stain chamber waste line. Fse replaced the tubing and repair was verified per established procedures. The root cause for this event can be attributed to the tubing from the retic stain chamber waste line. (B)(4).